Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25-18mm amplatzer talisman pfo occluder was selected for implant on (B)(6) 2023 using a 9f amplatzer trevisio intravascular delivery system. The defect tunnel length was 9mm, the secundum thickness was 9mm, and the septal excursion was 9mm. The sizing of the device was determined by intracardiac echocardiography (ice). During the first deployment the device was observed with both discs in the left atrium. The device was recaptured. During the second deployment, upon release from the delivery system, the device migrated. An attempt was made to recapture the device while in the inter atrial septum. The device was unable to be captured. The device migrated to the left ventricle. The device was surgically removed from the patient. The patient was noted to maintain sinus brady rhythm during the procedure. There were no clinically significant delays in the procedure. The patient status was stable.

Manufacturer narrative:
An event of migration or expulsion of device (device embolization) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There were no complaints associated with any other devices from the lot. It was reported that the device was observed with both discs in the left atrium during the first deployment. Then, the device was recaptured. During the second deployment, upon release from the delivery system, the device migrated. An attempt was made to recapture the device while in the inter atrial septum; however, the device was unable to be captured. The device migrated to the left ventricle. The device was surgically removed from the patient. The patient status was stable. Based on the information received, the cause for the reported migration or expulsion of device (device embolization) could not be determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.